Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient experienced issues with installing new infusion sets, as the infusion set's tubing came apart. No further information available.